Event description:
Event description guidant received info that stored egrams for this implantable cardioverter defibrillator show one episode of oversensing several months ago that tled to a 3.5 second pause in pacing. The pt is pacer dependent and did complain of light headedness at the last follow up visit but not at this one. The noise can not be reproduced with isometrics or pocket manipulation. Lead measurments remain stable and unchanged. Guidant received additional info in june 2004 that the ICD was removed.